Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an evos procedure, when inserting the locking screw, the locking mechanism of the evos volar plate 4h right std ti 56mm did not work and the head of the vlp ti 2.4mm x 20mm lck scr t7 s-t passed through the screw hole and reached the bone. In addition, one (1) vlp ti 2.4mm x 19mm lck scr t7 s-t was inserted without problem but removed with the complaint devices. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No harm to patient reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does meet the threshold for reporting and is a reportable event. Device breakage that occurs in the patient incision/surgical site may require an additional intervention including surgery to remove the pieces to preclude permanent impairment of a body function or permanent damage to a body structure. This event is considered reportable pursuant to applicable regulations. H3,h6: the associated devices were returned and evaluated. A visual inspection of the returned devices did not reveal any defects when examined with the naked eye. However, a review made by the quality engineering team revealed a defective star feature. The most likely cause appears to be improper placement of the screw by the user. Based on the findings of this investigation, no further escalation is deemed necessary. A dimensional evaluation could not be conducted due to the damage to the device. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for evos plating system and mini-fragment plating system provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an evos procedure, when inserting the locking screw, the locking mechanism of the evos volar plate 4h right std ti 56mm did not work and the head of the vlp ti 2.4mm x 20mm lck scr t7 s-t passed through the screw hole and reached the plate. In addition, one (1) vlp ti 2.4mm x 19mm lck scr t7 s-t was inserted without problem but removed with the complaint devices. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No harm to patient reported.